Event description:
Report of explant rec'd via device tracking report. Addition info rec'd from hcp indicates that the pt was seen for refill in 1998 with no notation of signs of infection in the pt records. Pt see in 1998 for explant of the device due to infection. Pt reimplanted later in the year.